Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00211, 3007963827-2019-00212, 0002648920-2019-00527, and 0001822565-2019-02944. Concomitant medical products: femur cemented posterior stabilized (ps) standard left size 8 catalog#: 42500606401 lot#: 63791675, tibia cemented 5 degree stemmed left size f catalog#: 42532007501 lot#: 63443525, articular surface fixed bearing posterior stabilized (ps) left 12 mm height catalog#: 42512400712 lot#: 63314881. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total knee arthroplasty approximately fifteen (15) months ago. Subsequently, patient is reporting swelling, pain, instability, loosening, audible noise, and general weakness of the knee. No revision procedure has been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.